Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Reportedly, the customer was not performing the air removal step during the load sequence. The customer was educated on performing the air removal step during load. Reportedly, the cartridge was successfully loaded onto the pump. Customer¿s blood glucose level was 400 mg/dl.

Manufacturer narrative:
Device not returned.